Event description:
The MFR received info alleging a remote alarm was not functioning. The device was not in patient use.

Manufacturer narrative:
The device was evaluated by the MFR and the customer's complaint was confirmed. During the device eval, it was observed that the remote alarm's bnc connector had been replaced with a three wire connector, which is not the type of connector used by the MFR. The type of connector that the returned device had caused the device's wires to create a bridge connection, causing the alarm failure. The manufacturer reviewed the service records for this device, and determined that it has not been returned for service before. The MFR is not able to determine who replaced the device's connector.